Manufacturer narrative:
(B)(4). Batch: r5a06p. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with two ecr45w reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reload b and c: ecr45w, r5930r, fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information requested but not received: can you please inform us of the current patient status? Ok. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No. Photographic analysis. Two photos were provided; picture one shows a piece of tissue. What appears to be an unformed staples can be seen placed on the tissue. Picture two shows tissue with several unformed staples present. No signals of bleeding is observed on the photo. Based on the unformed staples noted on the tissue, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r94j35 and r40z52, and no non-conformances were identified. The following information was requested, but unavailable: can you please inform us of the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
It was reported that during the bariatric surgery with the by-pass technique, in the first shot in the intestinal loop the staples were opened. The surgeon only noticed the open staples after he stapled the anastomosis of the loop. He reinforced with suture in the anastomosis, and apparently is now stapled correctly. To conclude the procedure, it was necessary 1 new stapler and 2 new reloads.